Manufacturer narrative:
35 pen needles affected by event. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device is not available

Event description:
Consumer reported found 35 pen needles from this box that clogged during the flow check. Discarded all samples. Dc lot # 3059946 catalog# 320550 date of event unknown sample status discard requesting replacement to pharmacy for consumer pick up without voucher. Dc